Manufacturer narrative:
Vad-50810 was returned assembled with the percutaneous lead cut approx 12.5" from the pump housing. The severe portion of the lead was returned in two separate pieces: a 23" section with a clamshell and a 3.5" section. The inflow conduit, outflow graft, and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal end of the inlet stator and the distal end of the outlet stator prior to dissembly revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon disassembly of vad-50810 revealed adhered thrombus formations surrounding the bearing cup of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The thrombus appeared non-laminated with areas of denaturation adjacent to the bearing cup/bearing ball. The thrombus's lack of structure suggests that it was an acute formation that developed while vad-50810 was supporting the pt. A cause for the development of the observed thrombus could not conclusively be determined through this eval. However, it could have contributed the reporter hemolysis and elevation in ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device related factor. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values. Comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or FDA specifications. The user facility report # (B)(4) was received from the intermacs registry. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had recurring episodes of hemolysis and high ldh. The hemolysis worsened requiring blood transfusions. Renal function was stable at this point, but creatinine was rising. The pt received a pump exchange on (B)(6) 2013.